Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level in the range of 400 mg/dl. The customer¿s current blood glucose level was 426 mg/dl. The customer blood glucose level were 440 mg/dl and 228 mg/dl. The customer had symptoms such as felt terrible. The customer was treated with pump through blousing. The customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The advised to monitor pump. The insulin pump will not be returned for analysis.